Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4: batch #572c70. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the right bearing detached and inside a plastic bag, the left bearing was present and in position within the saddle pin and a reload was loaded in the device. The reload had 2 drivers up with staples protruding and the swing tab in the locked position. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. No cartridge pan separation was noted in the returned reload. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage on the shroud and the left bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The event described could not be confirmed as no pan separation was noted in the reload. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: load the instrument by inserting the selectable cartridge/reload by placing the alignment tabs into the alignment slots and pivoting the selectable cartridge/reload onto the cartridge/reload fork. Snap the cartridge/reload into position. Remove staple retaining cap by grasping the edge of the staple retaining cap and lift straight up from the cartridge/reload. Discard the staple retaining cap. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 572c70, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the metal fittings fell off when the cartridge was loaded into the jaw. The cartridge and device were withdrawn from use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.